Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient is experiencing pain at the ipg site. It was also reported that the patient lost weight. Surgical intervention may be undertaken to address the issue.